Manufacturer narrative:
(B)(4). Product in progress evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 136-206mg/dl fasting. Verified test strips expire 01/14/2018. Customer's test strips are being stored in the kitchen, and opened vial date is (B)(6) 2015. Reviewed meter memory: 109mg/dl (B)(6) 2015 09:55:00 am fasting:yes, 115mg/dl (B)(6) 2015 06:27:00 am fasting:yes, 120mg/dl (B)(6) 2015 08:08:00 pm fasting:yes, 102mg/dl (B)(6) 2015 02:15:00 pm fasting:yes, 110mg/dl (B)(6) 2015 03:13:00 am fasting:yes. Customers concern:109mg/dl (B)(6) 2015 9:55am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 136-206mg/dl fasting. Verified test strips expire 01/14/2018. Customer's test strips are being stored in the kitchen, and opened vial date is 08/24/2015. Reviewed meter memory (B)(6). Customers concern:109mg/dl (B)(6) 2015 9:55am adverse event not reported.